Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. Sales rep was made aware on (B)(6) 2020 that surgeon revised an attune primary knee that was done multiple years ago by another surgeon somewhere in richmond, va. Surgeon stated that the primary tibial component was grossly loose when he revised. The surgeon stated that there was no bond between the implant and cement. He advised the surgeon that he would report the complaint. No additional information was given to him. Doi: unknown; dor: (B)(6) 2020 left knee.

Manufacturer narrative:
(B)(4). Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.